Manufacturer narrative:
The field service engineer was on site and exchanged a pc-board (expiratory channel board) and after that the ventilator was returned to service. The investigation found the pc-board was faulty. Electrical measurements showed that there was a short circuit in the 12vdc current supply within the pc-board, also affecting the +2.5v reference and 5v reference. Due to the short circuit several components on the pc-board were found damaged. The root cause of the short circuit has not been determined. (B)(4).

Event description:
It was reported that a technical error occurred during the pre-use check. The technical error indicated a communication error or expiratory channel failure during startup. (B)(4).